Event description:
A power source alert 07 was reported, but there was no adverse impact on the customer's blood glucose level as it did not exceed 500 mg/dl. The customer resolved the issue by plugging the charging cable into a wall adapter, which allowed the pump to begin charging. No further assistance was required.